Event description:
Overdelivery reported. Nursing personnel state, "when set to infuse a dose of 250 ml at 80 ml/hr, the pump consistently takes from 1 hour 45 minutes to 2 hours to complete. The expected delivery time is approx 3 hours." The customer had reported this occurring with all three of their devices, but then clarified that, "two of the reports involved set-up problems by nurses unfamiliar with the device, but one seemed to be pump related." The overdelivery occurred with robaxin infused in the office setting." There were no adverse pt effects.

Manufacturer narrative:
Corrected MFR site/address.